Event description:
A report was received stating a ventilator failed to deliver breaths to the patient. The patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported. There was no serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The cse performed the electrical safety test, ran all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device was found to operate within manufacturing specifications.